Event description:
On (B)(6) 2012, study site reported that the "subject had obstructive symptoms for a week; ugi done on (B)(6) 2012 (reviewed on (B)(6) 2012) showed a gastric band slippage. The subject was hospitalized from (B)(6) 2012 for "secondary procedure;" hiatal hernia repair. During this procedure, the band was revised. The site considered that the event resolved without sequelae.

Manufacturer narrative:
(B)(4). The device was not returned.